Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Customer reported elevated blood glucose levels due factors unrelated to the pump or supplies. Customer successfully resumed insulin delivery after approximately 30 minutes.